Event description:
Additional information, it was reported that the left ventricular lead exhibited high impedance. An x-ray confirmed the lead was fractured. The lead was explanted and replaced.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces and the coil was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.